Event description:
Pt called to report adverse reactions to essure permanent birth control system. Pt stated exactly one week after implantation, she experienced a severe headache that has never gone away. She said she experiences dizziness, feels light-headed, has vision impairment, sharp pains where device is implanted, heart palpitations, confusion and disorientation. Pt said her periods are now terrible with extremely heavy bleeding and clotting. She stated she has nausea, no energy, constant severe bloating, shooting pains down her legs, hot flashes, heavy discharge, kidney and bladder infections, and weakness. Pt is very unhappy with device and is looking into having a hysterectomy for removal.